Event description:
Philips received a complaint by the customer on the v60 indicating that one of the stand's mounting screws (thumbwheels) threads was stripped; also, one of the feet was missing. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was unavailable for clinical use as it was removed from service. Per the good faith effort (gfe) response received on june 5, 2026, the biomedical engineer (bme) stated that the device was loose on the stand as it was missing a black rubber foot; also, the screw that secured the v60 to the stand was stripped. The remote service engineer (rse) advised the customer to check the condition of the threads that the stand's thumbwheels screw into and provided the customer with the part numbers of the replacement thumbwheel and bottom foot kit for repair. The bme was told that the screw was obsolete and feet were backordered; however, the bme was able to secure the device to the cart satisfactorily and returned the device to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.